Manufacturer narrative:
The insulin pump passed all functional testing including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump primed and rewound properly. No prime/fill or rewind anomaly noted. No obvious insulin odor noted. No moisture damage was found on the electronics assembly, motor, force sensor, or inside of the reservoir compartment during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin leaked. It was reported that insulin leaked from site and insulin pump was rewound prior. It was also reported that insulin leaked from reservoir and believed that the piston was not completely rewound. Customer's blood glucose was 196 mg/dl. Insulin pump would be replaced for safety reasons.